Event description:
A doctor reported that a retinal hole was observed at the other infusion site when irrigation was changed from air to fluid again following fluid-air exchange. The case was prolonged because the hold developed into a tear. The physician said the root cause was unknown at the time of the event; however, after recently attending a clinical conference, the physician began to suspect that the retinal tear was related to irrigation pressure (intraocular pressure control). Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).